Manufacturer narrative:
A complete lead was returned in one piece measuring 58.1 cm. Visual examination found no anomalies. No conductor fractures or internal shorts were noted. The reported event of high pacing impedance was not confirmed.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an initial implant procedure. During procedure, the right ventricular lead exhibited high pacing impedance. The physician exchanged the lead during procedure on 05 mar 2020. The patient was in stable condition.